Manufacturer narrative:
The cause of the bleed was not determined since product was not returned and insufficient clinical details provided. The device passed all the post sterile inspection checks.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced oozing around the blue suture. The patient was transfused one unit of blood. Pressure was held and a femostop was applied. The bleeding continued so a pressure dressing was applied and another unit of red blood cells was transfused. The patient was successfully weaned from the pump and survived.